Event description:
According to user's description: a pt is intubated and connected to the respirator. Suddenly the servo 900c stops administering air without warning. When the device is removed from the pt it proceeds to function normally. Other means to support the pt was obtained promptly, and there were no apparent negative health effects.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility . Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.